Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05709.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-05709. It was reported patient experienced ineffective therapy. Reportedly, effective therapy was never established post implant. Imaging indicated that the leads were too superior and not in the targeted location. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned inferior to the previous location. Reportedly, effective therapy was established post operatively.